Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was attempted but could not be performed because the receiver would not boot up. The receiver case was opened for further evaluation. An interior inspection found the main board u5 was defective. Additionally, it was noted the receiver was hot when handled. The reported event of an overheating receiver was confirmed. A root cause was determined to be a defective u5 on the main printed circuit board assembly.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.